Event description:
The account alleged the bed exit would not set. No patient impact.

Manufacturer narrative:
The account found the exit sensor strips are not functioning. The account installed an external buzzer with scale and patient position module kit to resolve the issue.